Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided.

Event description:
It was reported fracture of the screw inside the implant. Attempting to remove it, implant collar has been fractured. Another implant has been placed. #13.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Imvie received one (1) bost410, (3i t3 non-platform switched tapered implant 4 x 10mm) for evaluation. Visual evaluation was performed, a fracture has been identified on the implants collar. Fractured screw as well inside. This complaint refers to the specific devicebost410. DHR review was completed for the subject lot number 2018112175. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2018112175 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant.¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation were material selection of implant inadequate (unable to withstand occlusal forces or long term loading) therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar as well as fractured screw inside. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.